Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and the reported problem was confirmed as having occurred in the field and could be replicated. During visual inspection, evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode (yaw/pitch were found sluggish during a backdrive test). The unit was also tested on a test platform and failed the friction test. The complaint was confirmed based on the failure analysis. Failure analysis was able to conclude that the yaw/pitch mm, hd and elbow bearings were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the monopolar curved scissor (mcs) instrument was not able to move when installed on universal surgical manipulator (usm) 4. The customer attempted to resolve the reported issue by burping the usm and replacing the instrument arm drape. The tse requested for the customer to move the mcs instrument to another usm, and there were no issues with the usm. The customer moved the mcs instrument back to usm 4 and felt resistance. The tse reviewed the logs and found error 31010 pointing to the sterile adapter sensor missing on usm 4. The procedure was completing as planned with no reported injury.